Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a hip joint surgery, the suture of the osteoraptor anchor broke while the knot was tightened. Surgery was completed using a back-up device, however, it is unknown if there was any delay. No further complications reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found that a material certification is required with each lot. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no anchor or suture material returned. There is debris on the insertion device. A review of the customer supplied image finds the insertion device, without the anchor or suture material and a smith+nephew product box. Based on the condition of the product material found during visual inspection, additional material testing is not required. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: additional information: a1, a2, a3, a4, b5 and h6. Corrected data: e1.

Event description:
It was reported that, during a hip joint surgery, the suture of the osteoraptor anchor broke while the knot was tightened. The broken suture was removed with tweezers. Surgery was completed after a non-significant delay, using a back-up device in the originally drilled bone hole, no void was left. Patient's health status is good. No further complications reported.